Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; however, blood/body fluid was found on all conductors at the distal end (not obstructed), and on the distal conductor at the tip to ring sapcer (not obstructed). The lead was stretched and apparent explant damage was noted. The full lead was returned and analyzed.

Event description:
It was reported that stimulation of the diaphragm was observed. The left ventricular lead was removed and returned. A new lead was placed in a different branch of the coronary venous vasculature. No further patient complications were reported due to this event.